Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 270 mg/dl after consuming carbohydrates and soda in response to a false low from a connected continuous glucose monitor; a fingerstick confirmed 270 mg/dl and this value was entered into the ilet for calibration while the sensor read 288 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no reported medical intervention beyond troubleshooting and education and no alerts or alarms from the ilet. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed a discrepant sensor reading leading to user-initiated carbohydrate intake and subsequent high blood glucose, with the ilet functioning as designed based on provided information. It was concluded that the event involved hyperglycemia with an unclear cause related to inaccurate cgm input rather than an ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.